Event description:
It was reported that the colonovideoscope received e216 and b30 scope communication errors. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event scope communication error e216 and noisy image was due to corrosion on plug unit. Based on the results of the investigation, most probable cause of the event scope communication error b30 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.